Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscopic controller (ec) for failure analysis investigation. The unit was analyzed and no error codes were found related to the reported event. Upon visual inspection, no damage was observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed in the golden system where it was programmed successfully and functioned as expected. The unit was installed in the golden system where it functioned as expected. All nodes were present. The image was clear on the vision side cart (vsc) and surgeon side console (scc). The system was set to run 10 power cycles. After testing, the error logs were investigated but no errors were found related to the reported event. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an endoscope controller (ec) error. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified that system data showed an ec sensor error had met the threshold for preventative action, requiring replacement of the ec. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscopic controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.